Event description:
PICC team was using the introducer that comes in the kit and they hit the pt's artery and unfortunately the pt ended up bleeding out and passing.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.